Event description:
The surgeon states that there was a decline in the device angle over time. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. This investigation report indicates that the device implants and submitted documents were inspected by the responsible product development center. The exact lot numbers of these screws are unknown. The x-rays show a post-surgical loss of height due to the sinking of the cage which resulted in the angle loss of the caudal screws. The exact cause of the damage cannot be defined. Investigation could not be completed and no conclusion could be drawn as no lot number was provided.